Manufacturer narrative:
Investigation results: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information

Event description:
Material #: unknown. Batch #: unknown. It was reported by customer that leaking from anywhere but dispensing point. Verbatim: rcc received a complaint via email. Email(s) attached. Cove ID (B)(4). Date of company awareness (B)(6) 2024. Merck fg batch # unknown. Bd vial adapter batch. Pqc category leaking from anywhere but dispensing point - during use.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Material #: unknown. Batch #: unknown. It was reported by customer that leaking from anywhere but dispensing point. Verbatim: rcc received a complaint via email. Email(s) attached. Cove ID (B)(4). Date of company awareness 29-aug-2024. Merck fg batch # unknown. Bd vial adapter batch. Pqc category leaking from anywhere but dispensing point - during use.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.